Manufacturer narrative:
Asr / psr date submitted 01/21/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported rupture. Healthcare professional later reported that the implant was not ruptured and that the implants were fine. Patient later reported lumps and "decided to go to another doctor". Healthcare professional reported unknown side rupture. The device remains implanted.